Manufacturer narrative:
The returned product was evaluated and a needle mechanism failure to fire and deploy the cannula was confirmed. The exact cause of the needle mechanism failure could not be conclusively determined. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod¿s user guide warns to "check the infusion site after insertion to ensure that the cannula was properly inserted. The pdm will automatically remind you to check your blood glucose 1.5 hours after each pod change. If the cannula is not properly inserted, hyperglycemia may result,¿ and ¿test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results above 250 mg/dl, follow the treatment advice of your healthcare provider.¿

Event description:
The customer reported her blood glucose read "high" (> 500 mg/dl). The pod was worn between 4 and 24 hours.